Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has not worked for approximately 3-4 years. It was also reported the patient has been unable to charge the ipg. In addition, the patient needs a MRI performed. The patient is to consult with the sjm representative and have the scs system interrogated as the next course of action.